Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred during basal delivery. Customer cleared the occlusion alarms. Customer reported blood glucose level ranged from 200-300 mg/dl.